Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c phosphorus2, list number:04u03-30, and manufacturing site abbott ireland diagnostics division lisnamuck, longford, n39e932, ireland to alinity c processing module, ln 03r67-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2025-00551 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity c phosphorus2 generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 2.6 mg/dl. The sample was repeated and generated the following results 1, 1, 1, 1, 1, 1, 1, 1, 1.1, & 1.1. When repeated on another analyzer (sn (B)(6) the result was 0.8 mg/dl. The customer reported that they feel that 0.8 mg/dl is the correct result. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity c phosphorus2 generated from alinity c processing module (sn: (B)(6) and provided the following data: on (B)(6) 2025 sample ID: (B)(6) initial result was 2.6 mg/dl. The sample was repeated and generated the following results 1, 1, 1, 1, 1, 1, 1, 1, 1.1, & 1.1. When repeated on another analyzer (sn: (B)(6) the result was 0.8 mg/dl. The customer reported that they feel that 0.8 mg/dl is the correct result. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (complete sample ID). All available patient information was included. Additional patient details are not available.